Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. Visual inspection found the port connector had broken off and the presence of debris mixed with adhesive indicates an attempt to repair the damage. There were no other signs of damage or misuse. No further testings were performed.

Manufacturer narrative:
(B)(4). At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator's oxygen transducer was leaking causing the oxygen output to be inaccurate. There was no report of any patient involvement associated with this reported event.